Event description:
Report status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury previously. Device issue: balloon rupture. It was reported that the device rupture at 13 atm when it was predilated at the 70% stenosis lesion on the mid-lad. A second balloon was used and also ruptured at 14 atm. No additional event or patient information is available.

Manufacturer narrative:
The second voyager rx coronary dilatation catheter indicated in b5 and d11 is being filed under the same MFR number. Results - product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Quality assurance analysis revealed that the balloon catheter was returned with blood and contrast visible in the inflation lumen and in the balloon. There was a longitudinal rupture 1 mm distal to the distal marker band and ruptured proximally for a length of 6 mm. There were no scratches visible on the balloon. This will be sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.